Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2014) is considered to be a best estimate. This emdr represents the bard ventralex st (device #2). An additional supplemental emdr was submitted to represent the bard ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2014 ¿ patient was diagnosed with umbilical and incisional hernia on supraumbilical, and umbilical region thereby underwent open repair with implant of ventralex st (device #1, #2). (Note: there is no op notes provided for this procedure in medical records). (B)(6) 2016 ¿ patient was diagnosed with recurrent chronically incarcerated incisional hernia laparoscopic repair with the removal of meshes (device #1, #2) and implant of ventralight st using echo ps (device #3). Per op notes, ¿extensive omental adhesions to the anterior abdominal wall were noted. The mesh (device #1, #2) was folded back upon itself was dissected away from anterior abdominal wall. A ventralight st mesh using echo ps (device #3) was placed into the hernia defect and secured using tacker.¿